Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 45 mg/dl. Customer consumed carbohydrates to address low bg. Customer suspects the changes made by their healthcare provider (hcp) to their pump settings contributed to the low bg. Tandem technical support conducted systems check and the pump was functioning as intended.